Event description:
This lead was implanted on (B)(6) 2011. On (B)(6) 2011 it was noted that the lead dislodged and a revision has been scheduled. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).